Event description:
It was reported that this pacemaker was found to be in safety mode. Technical services noted there is no programmable options. Subsequently, the patient had a leadless pacemaker implanted and it was programmed to vvi 40. The leadless pacemaker will be the backup until the pacemaker battery fails. The leadless pacemaker will be the primary pacemaker and will be programmed to an appropriate rate. There is no plan to explant the pacemaker at this time. No additional adverse patient effects were reported.